Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beep no cassette alarm. There was unknown patient involvement.

Manufacturer narrative:
D3: correction. H3: one device was returned for analysis. Review of the event history log (ehl) showed a double beeping alarm. A functional test was performed the reported issue was duplicated. The cause of the reported issue was due to a worn downstream occlusion nub. As a result, the downstream occlusion was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.